Event description:
T was reported that the patient presented for follow up in clinic, the right atrial lead exhibited noise. The lead remained implanted, no intervention had been reported. Patient has not experienced any symptoms as a result.